Event description:
The customer reported that when the battery test pushbutton was pressed on the css console, the light on the backup controller turned red. The css console was in use by a patient. There was no reported adverse patient impact. The patient was switched to the backup driver. This alleged failure mode poses a low risk to a patient because it did not prevent the css console from performing its life-sustaining functions.

Manufacturer narrative:
The css console will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.